Event description:
As reported, the visual indicator of a 6f exoseal vascular closure device (vcd) did not change color after backflow stopped and the device was withdrawn. Manual compression was applied, and the procedure was completed successfully without issues. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator did not show any black, and the physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted. The device was not attempted to be deployed outside the patient¿s body. The patient status after the procedure was good prognosis. The device was used after treating an anterior tibial artery (ata) stenosis via a same-side antegrade puncture approach. The operator was trained in the device, and the exoseal vcd was stored and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees for the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the visual indicator of a 6f exoseal vascular closure device (vcd) did not change color after backflow stopped and the device was withdrawn. Manual compression was applied, and the procedure was completed successfully without issues. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator did not show any black, and the physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted. The device was not attempted to be deployed outside the patient¿s body. The patient status after the procedure was good prognosis. The device was used after treating an anterior tibial artery (ata) stenosis via a same-side antegrade puncture approach. The operator was trained in the device, and the exoseal vcd was stored and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees for the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18469595 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.